Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the display on the device is not functioning. There was no patient involvement reported.

Manufacturer narrative:
.